Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead is displaying high thresholds. The lead is unstable, yet there is no lead integrity failure noted. The sensing is stable and impedance is within normal limits. No actions have been taken at this time. Should additional information become available, this event will be updated.